Event description:
The lead was explanted due to a report of suspected j retention wire fracture without protrusion through the outer polyurethane insulation. Failure analysis is provided.

Manufacturer narrative:
Visual inspection under 30x magnification indicates the j stiffener wire has fractured approx. 73mm proximal of weld site. The proximal section of j stiffener wire measures approx. 14mm and has migrated down lead body approx. 78mm proximal of weld site. It appears that entire j stiffener wire was received with all recorded measurements adding up to approx. 87mm. Visual inspection under 30x magnification also indicates lead was snipped or cut into two sections, with evidence of flared coil wire ends. X-ray of lead confirms j stiffener wire fracture.